Event description:
During an in-clinic follow-up, increased pacing impedance was observed on the lead. Lead conductor fracture was suspected but not confirmed. Provocative testing was performed and no anomalies were observed. No additional intervention has been performed. The patient is stable.